Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was oversensing myopotentials and noise. No changes or intervention was reported. The patient was in stable condition.